Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with the phenolic handle broken and exhibited signs of extensive use. This complaint is considered invalid with respect to design. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a planned removal of a screw from the ankle of a patient, the handle of a 2.5mm hexagonal screwdriver splintered.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).